Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was not available for return.

Event description:
Lip on the inside got a little cut [lip injury]. Precision clean brush broke off in my mouth; brush head came loose [device breakage]. Lip on the inside got a little cut due to the fact the brush head came loose [injury associated with device]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2017 that an oral-b power oral care refill precision clean broke off in her mouth on an unspecified date. She reported her lip on the inside got a little cut due to the fact that the brush head came loose. The consumer reported she had previously used this exact version of toothbrush refill. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.